Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta un. Fem hd 40mm r40 16/18; cat#6519-1-040; lot#unknown. Unknown sleeve; cat#unk_jr; lot#ab7e. Unknown restoration modular body; cat#unk_shc; lot#62104604. Unknown restoration modular stem; cat#unk_shc; lot#59314602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to acute infection (infection reported by surgeon. Infecting microorganism not identified). Head, liner, and sleeve were revised to stryker devices.